Event description:
It was reported that the filter was placed in the infra-renal vena cava by an inexperienced user in a pregnant pt. The pt was scheduled to have the filter removed. The dr was unsuccessful at removing the filter. It was noted that one of the recovery cone arms may have detached during the attempt. The pt returned to her implanting dr for a removal attempt the dr unsuccessfully attempted to remove the filter. After the removal attempt, the dr noted that one of the filter arms was detached. The dr believes that the arm is in the pt's lung. The dr is not looking for the arm because the pt is asymptomatic.